Manufacturer narrative:
The required intake information, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported two false negative results with the ID now covid-19 assay performed (B)(6) 2021. Swab type, sample type, and use of viral transport media were not provided. Additional testing with an unspecified antigen test also provided negative results. Unspecified confirmation testing performed (B)(6) 2021 provided positive results. The patients had clinical symptoms at the time of testing. No further patient information, including treatment and outcome, was provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.